Event description:
It was reported that the customer's pump screen was on, but the display remained black. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on steps to troubleshoot the issue, including pressing certain buttons and charging the device, but the pump did not respond. Consequently, the customer was informed that the pump would be replaced, customer to use multiple daily injections as backup therapy.